Manufacturer narrative:
The reported reader was returned and investigated. Observed burn marks on the reader¿s usb port and on usb data cable. The reader was sent for further investigation. A power consumption test was performed on the returned reader and it was found to be within specification. It was determined that since the current draw was within specification, the reader did not have sufficient power to cause the reported damage. No malfunction or product deficiency was identified. Therefore, it is not confirmed.

Event description:
Customer reported that their freestyle libre reader, "overheated and then began to burn" while charging overnight. Customer further reported that although their was no visible smoke, "when she touched the reader it was hot and the cable connected to the reader was melted." There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre reader were reviewed and the dhrs showed the fs libre reader passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that their freestyle libre reader, "overheated and then began to burn" while charging overnight. Customer further reported that although their was no visible smoke, "when she touched the reader it was hot and the cable connected to the reader was melted." There was no report of death, serious injury, or mistreatment associated with this event.